Event description:
The mother of a female pt contacted lifecor customer support to report that the monitor displayed "add gel/replace belt" message. Support asked the pt's mother if any gel had been released or if a shock had occurred. The mother stated that neither had occurred and that they were simply changing the battery pack when the message occurred. Support had the pt recycle the battery pack, but the monitor would not power up. A lifecor pt services rep visited the pt to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. Monitor was found to have a broken end cap. The connector was loose, which caused communication failures with the belt. The monitor was repaired. The monitor was retested and restocked. The root cause of the "add gel/replace belt" message was positively identified as an intermittent connection problem between the internal connections near the end cap. The end cap damage was due to trauma. No adverse event resulted from the damaged monitor. Pt received a replacement monitor.